Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for investigation.

Event description:
It was reported that on (B)(6) 2015, the patient underwent congenital spinal deformity correction surgery. During the surgery, there were three products found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. No patient complications were reported.